Event description:
It was reported by service report that both head end siderails will not latch in top most position. It was further reported there were structural cracks in the siderail panels. No adverse consequences have been reported.

Manufacturer narrative:
Results: timing links, and cracked siderail panels.